Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received two trial leads with the same lot number. It was reported the patient suffered a myocardial infarction 4 days after trial implant. In turn, the patient was admitted and placed in ICU. Reportedly, the leads are still implanted, however stimulation is turned off at this time. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the trial leads migrated out of the patient's body. As a result, the leads were removed.